Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) noted that the battery was completely depleted and the implanted device was no longer functional. The patient further stated in their own words that: all of the years that the device was in service it never went off. This device was in service approximately seven years. This device remains implanted. No adverse patient effects were reported.